Event description:
It was reported the patient presented with rv oversensing present on egm. The patient was asymptomatic. Programming changes were made and patient will be monitored.

Manufacturer narrative:
(B)(4).